Event description:
Dr put a star close into my body without my knowledge or informed consent. He told me I needed an emergency cardiac cath. The EKG he did was perfect. I had a tummy ache not a heart problem. Lo, however, had his own agenda. He never mentioned any device to me. If found out later that he had been "trained and certified" by abbott goons seven -7- days before he made me his lab rat. This is unconscionable! And there are many victims just like me. Look at the web log. It turns out that nobody is told in advance that they will be violated this way! I found out the device was in my body after I left the hosp. I was in constant pain 24/7 for the next 13 months. I'm a clinical psychologist and I had to close one of my offices and could not work in the other for months. My income went from 8-10 k per month to zero dollars! It took two vascular surgeries to get this awful gadget removed from my body. It was not event in my artery, just in my muscle, causing incredible pain. I got poisoned from the metals, suffered terrible allergies, and have permanent nerve damage groin to knee. I still take no heart medication because I have no heart problems. I was a very active ballroom dancer, downhill skier, and hiker. Now, I'm practically crippled. I know a woman who now has an artificial femoral artery, thanks to the FDA! Why would you approve this lethal piece of crap? Sincerely. I have spent thousands of dollars trying to regain my health since this obscene device -starclose- was put into my body. Now, I see that the FDA has approved a new, "improved" version of this device, may, 2008. What was "wrong" with the one that dr put in my body 14 months before this new, improved design? This gadget is designed to free-up beds, so hospitals can make more money. They are not in the best interest of the pt. Does the FDA get their "palms greased" for this? Also, these past 18 months had your "approved" product not nearly killed med. And, I'm not the only one. Is abbot paying you to approve this crap? Why is the FDA approving this device? Please look at the starclose blogs that show the hundreds of s/c victims. Diagnosis or reason for use: henry lo wanted a human femoral artery, having only on a simulated artery made of acrylic seven -7- days. Event abated after use stopped or dose reduced: no.